Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure (event) observed during analysis. Septum material was noted inside the rv setscrew. (B)(4).